Event description:
It was reported that this right ventricular (rv) lead had observations of high out of range shock impedance greater than 200 ohms. The lead remains in-service. No adverse patient effects were reported. The presenting egm shows clean shock egm, and the pacing impedance was in-range and steady. Technical services recommended bringing the patient in to check individual vectors. The lead remains in-service. No adverse patient effects were reported.